Event description:
Patient underwent cardiac catheterization, which indicated a high-grade lesion in the right coronary artery and occlusion of a previous graft. The patient underwent angioplasty, which was complicated by a balloon rupture, which left part of the catheter in the patients right coronary artery. Also in use at the time was an acs advanced cardiac systems hi torgque floppy wire. Despite attempts at retrieval, the portion of the catheter left could not be retrieved and the right coronary artery had totally thrombosed. The patient developed severe, unrelenting angina, requiring intra-aortic balloon pump and pacing. It was thought that the patient was evolving an acute myocardial infarction involving his interior wall and probably his right ventricle. The patient was taken to surgery and underwent a redo of the coronary artery bypass graft times 3 (aorta-obtuse marginal, diagonal, and aorta - right coronary artery)device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.